Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after implant, the patient experienced open wound, severe abdominal and groin pain, bulging, redness, necrotic debris, acute rash, and urinary frequency. Post-operative patient treatment included revision surgery. The device had been used with unknown absorbatack.